Event description:
It was reported that the sensing test was unable to be performed. The pacing system did not have an atrial lead and implant detect did not complete. Implant detected was turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.